Event description:
Patient presented to the physician with pain at the neck incision and reported feeling a lump at the site. The patient also noted pain at the ipg location. Physician brought the patient into the or, created a new pocket, repositioned the ipg, re-sutured, and closed the incision site.